Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. After day 2 of sensor insertion, the patient started to experience a rash on the upper buttocks to the lower back area. The patient removed the sensor on (B)(6) 2017. The affected area was treated with triamcinolone acetonide steroid cream that was prescribed by the patient's doctor from a previous reaction on (B)(6) 2017. At the time of event, the patient was doing good. No additional patient information is available.